Manufacturer narrative:
This report is submitted on july 31, 2023.

Event description:
Per the clinic, the device was explanted on 1990 (specific date not reported) due to an infection (site of infection not confirmed). The patient was reimplanted with another cochlear device on (B)(6) 2022.